Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported with the use of the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english: the customer stated: "white tube didn't fill; new ones can still fill, during donation.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english: the customer stated: "white tube didn't fill; new ones can still fill, during donation.¿